Event description:
It was reported that a device was used during a laparoscopic nissen. It was reported that they are receiving a continuous tone. The case was completed with another h2tuv. There was no patient consequence. No further info is available.